Manufacturer narrative:
Qn#1900116506 UDI number:(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "it was reported that: "on pt arrival large leak (30%) noted. Picu resident notified. Tidal volumes adequate. Later in the shift pt woke up and coughed a lot and bit down on ett. Suddenly had 3/kg tidal volumes, 50% cuff leak-sats were okay. The doctor notified and the decision was made to extube earlier due to possible hole in ett. After extubation a small hole was found close to where the cuff is inflated. Pt did well post extubation." The patient did not required reintubation. The patient's current condition is reported as "discharged".